Manufacturer narrative:
G2: missing PMA number. PMA number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-sep-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both vectris mrics compact leads were explanted following allegations of lead fracture, lead migration, high impedance, and loss of stimulation. The patient did not experience pain. High impedance was observed on the day of surgery, and both leads had electrodes with high impedance. Lead migration was also observed, and the patient lost stimulation. An impedance check was performed as a troubleshooting step and found high impedances. Cause is unknown. The managing doctor referred the patient for implantation of a surgical lead, and the vectris leads were removed. Issue is resolved. The rep noted they would submit any new information that becomes available.